Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and fading. No additional information was provided. This complaint is being reported because the reported display screen issues were not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.